Manufacturer narrative:
Mindray service representative evaluated the unit. Corrections included replacement of the cpu and motor pump. Calibrated and safety tested the monitor to factory specifications.

Event description:
Customer reported the spectrum monitor shut down which may have resulted in a loss of monitoring. No pt injury was reported.